Event description:
It was reported that the device was replaced due to suspected early battery depletion.it was further alleged by an attorney that the patient was transported to the hospital for symptoms related to their cardiac condition, including effects related to the operation of the device. The device was determined to be operating normally and the patient was discharged. Two months later the patient was emergently transported to the hospital again with symptoms related to their cardiac condition and it was determined the failed device needed to be replaced. Because the patient was pacemaker dependent emergency surgery was necessary to place temporary heart pacing, and because of the urgent nature of this surgery, it was impossible to adjust and control the patient's blood thinning medication, and the patient suffered a significant hematoma and other physical injuries as a result.

Manufacturer narrative:
Event description, continued: the temporary pacemaker was subsequently removed and the failed device was also removed and replaced. It was further alleged by an attorney that the patient suffered serious and dangerous cardiac and medical health conditions, injuries and complications that required significant medical treatment, physical and emotional pain, suffering, impairment, and disability. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was replaced due to suspected early battery depletion. No patient complications were reported as a result of this event.